Event description:
Procedure type: unknown. According to the reporter: crunching sounds occurred when handles were squeezed and then handles stay compressed. A new device from a different lot number was used to complete the case. There was no report of patient injury, unanticipated blood/ tissue loss, or extended operating room time.

Manufacturer narrative:
(B) (4). This reported lot number is subject to the recall initiated on february 8, 2010. Therefore, this report requires a 5 day MDR based on this new information.